Event description:
It was reported the patient has passed away. No details were provided. It was reported the death was not device-related. The patient's caregiver wanted to donate the patient's programmer. Additional information has been requested from the hcp, but was not available as of the date of this report.